Manufacturer narrative:
Approximate age of device - 1 year, 8 months. The pump was returned. The evaluation is not yet complete. The patient remains ongoing with the new device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for ICD firing and alarms. Analysis of the log files showed pump stoppages and speed drops on (B)(6) 2019. Percutaneous lead x-rays were unremarkable. The perc lead replacement was performed approximately 5 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. During the analysis of the log file there have been 2 pump stops since the driveline was repaired 1st at 15:40 and the second one was at 18:15. It was reported that these occurred while attached to a grounded patient cable. The patient did not report any symptoms in regards to the pump stops. There were no additional pump stops after the two reported. The patient was put on bedrest until the patient had a pump exchange. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline was also confirmed based on the evaluation of (B)(4). A distal end driveline replacement was performed by a tech services representative on 26jun2019. Approximately 17¿ of the external portion/distal end of the driveline was returned. Continuity and hipot testing were performed on the 17¿ portion of driveline which did not identify any breaches to the wires that would have resulted in the reported event. Following the repair, the patient continued to experience low-speed and pump stop events while on a grounded patient cable. A log file, dated 26jun2019, was submitted which confirmed the additional low speed and pump stop events after the repair had taken place. Based on our complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more compromised wires in the patient's driveline and is consistent with the evaluation of vad-19605. The pump was returned with the driveline cut approximately 2¿ from the pump housing and the severed portion of driveline, measuring approximately 40¿ in length, was returned. An electrical continuity test of the 2¿ pump end portion of driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The pump end portion of driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Electrical continuity testing of the 40¿ pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of the orange wire at what would be 13¿ from the pump housing. The conductors of this wire were exposed. The insulation breach of the orange wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breach in the wire insulation of the orange wire could have interrupted function as a result of the exposed conductors potentially contacting the braided shield and electrically shorting to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline.